Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 265 mg/dl (at its highest on this day). A correction bolus via the pump was delivered and the bg returned to target level. The customer did not know the cause of the high bg. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.